Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect turbine component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect turbine assembly for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a vent inop, alarm, during setup for use on this ventilator device. The customer stated no patient involvement was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with turbine assembly and a replacement was ordered.